Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that experienced the problem in issuing the medication. A technical support specialist informed to contact the pharmacy to change the user credentials temporarily to issue medication. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, it had a medication cannot be issued. The customer reported that unable to dispense medication to the patient. There were no adverse events or injuries reported based on this event.